Event description:
A facility reported that shortly after initiation of a treatment, a blood alarm occurred. The machine responded with a visual and audible alarm, and the blood pump stopped. The venous line occluding clamp did not close as expected. The machine had passed the pretreatment alarm tests. No air entered the extracorporeal circuit. There was no blood loss and no pt injury. The treatment was discontinued and blood recirculated. The level detector module was replaced and proper machine operation verified. The treatment was restarted and completed without incident.